Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed since reprocessing could not be conducted properly due to a pin hole at bending section cover (likely caused by mishandling). The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation found leak at a-rubber, pinhole was observed causing leak. The customer reported issue could be confirmed. Furthermore, as noted in section b5, foreign material/stain observed on the distal end of the device. Distal end was found dirty. Corrosion on the l-arm of the device was observed. Additionally, device evaluation noted due to wear of angle wire, bending angle in right direction does not meet the standard value. Label on scope (s-connector) is damaged. Grip has a scratch. Air/water (aw-cylinder) has no color. Suction (s-cylinder) has no color. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of " crack at the distal end" found at preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material at the distal end of the device and pinhole at a-rubber (bending section ) was observed. This report is being submitted due to the finding of foreign material at device distal end. Foreign material may not been removed due to reprocessing cannot be properly performed due to pinhole at a-rubber (failure to clean adequately /mechanical problem).